Event description:
It was reported that there were some possible undersensing and double counting of wide complex beats on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.